Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reported that the film and diaphragm was replaced on the day of the event and quality controls (qcs) recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the inspecting the instrument, the cse entered diagnostics testing and determined that ultrasonic's and voltages were within range. The cse inspected the heterogeneous immunoassay module (hm) pumps, observed low milli absorbance units (mau's), aligned to bring into range. The cse primed and aligned the instrument and performed system checks and service method hydration absorbance test (habs), which passed. The cse performed a precision test on hcg patient samples and multiple levels of qcs, and all standard deviations were within range. They retuned instrument to customer system fully operational. The customer also ran a precision test on the affected sample and all sample results were within range. A siemens headquarter support center (hsc) specialist further investigated the issue and determined there is no indication of a instrument or reagent malfunction. Preanalytical factors potentially contributed to the discordant, falsely low hcg result. The instrument is performing according to specifications. No further evaluation of the device is required

Event description:
A discordant, falsely depressed human chorionic gonadotropin (hcg) result was obtained on one patient sample on the dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument and on an alternate dimension exl instrument; the repeat results were higher than the discordant result. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed hcg result.